Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet, with a documented low of 39 mg/dl and no device alert for the low, and the event was corrected with oral glucose. Symptoms included weakness and anxiety. Outcomes included non-medical assistance from a family member and no medical intervention or hospitalization. Investigation included review of available reports and completion of troubleshooting and education, with a recommendation for additional training to adjust settings to reduce overnight lows. Investigation of this case revealed no device alerts associated with the hypoglycemic event and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.